Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin pump unable to perform displacement test due to motor error alarm. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported a motor error on his insulin pump a minute after a bolus delivery. Customer's blood glucose was 199 mg/dl. He said the device fell in a paper basket that was lined and padded. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.